Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that on (B)(6) 2017, the patient had cervical spinal cord stimulation lead and battery placement. Post-operation, the patient had complaints of arm heaviness and weak grips. A post-implant CT of the cervical was performed/obtained. There was no hematoma noted, and the conclusion was that the lead was causing possible compression of the dura in the epidural space, so the entire system was removed on the same day as implant which resolved the issue. There were no environmental factors that led or may have contributed to this issue.